Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Information requested is unknown. No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The patient was admitted due to left knee joint pain and mobility impairment for 3 years and requires surgical treatment upon admission. At 3:30 pm, when the physician was suturing the wound, the suture broke when knotted. After knotting again, the suture broke again, and a new suture was used for suturing. This phenomenon did not occur again. Additional information has been requested.